Event description:
Add'l info received 7/11/97 indicates pt had his device revised on 5/20/97. Pt had "fix" surgery. Pt stated "urine flow and ejaculation are restricted...being interfered with." Pt "believes" both pump and reservoir were repositioned.

Manufacturer narrative:
No components were removed or replaced.